Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the brush heads did not stay securely attached the toothbrush handle anymore. The metal pin to which the brush heads are attached had become worn down. No injury was reported.